Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/ cleaning solution mixture, during 6-month service. System diagnostics include, inlet pressure, water flow rate, circulation pump command were abnormal. Per review of wo on 31jul2024, there was no patient involvement. Per follow up information received via mail on 05aug2024, it was reported that the device was sent to a bd facility for evaluation. The issue was not resolved, device will be sent to the us for repairs. Per sample evaluation results on 08oct2024, it was found that the unit had a weaker chiller which cannot meet tsm requirements. The level sensor was cracked, and the power cord had exposed wires.

Event description:
It was reported that the arctic sun device would not fill with 3.5l sterile water/ cleaning solution mixture, during 6-month service. System diagnostics include, inlet pressure, water flow rate, circulation pump command were abnormal. Per review of wo on 31jul2024, there was no patient involvement. Per follow up information received via mail on 05aug2024, it was reported that the device was sent to a bd facility for evaluation. The issue was not resolved, device will be sent to the us for repairs. Per sample evaluation results on 08oct2024, it was found that the unit had a weaker chiller which cannot meet tsm requirements. The level sensor was cracked, and the power cord had exposed wires.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be determined. Visually confirmed that the power cord wires were exposed. Power cord was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Based on the results of the investigation, no additional actions are needed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.